Event description:
It was reported that pt underwent shoulder procedure in 2007. During procedure, when bi-polar components were assembled on the back table, the modular head did not articulate properly in the liner.

Manufacturer narrative:
Eval of returned device found implant to be out of design specs. In response to recent FDA audit, retrospective review was performed, event was reassessed and determined to meet reporting requirements as device malfunction. Corrective and preventive actions have been initiated.